Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that an alarm 76 occurred. The manifold harness was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that error 76 (non-recoverable system error) occurred during use in an arctic sun device. It did not resolved even after restarting. As per follow up information received on 06nov2023, the device under investigation. Patient information was not received. Case completed with another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 76 (non-recoverable system error) occurred during use in an arctic sun device. It did not resolved even after restarting.